Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Damage was observed to the usb port on the returned reader. Reader was successfully communicated with approved software and was observed to be charging. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Reader was sufficiently charged. An error message was observed during strip insertion and it was addressed. The returned reader was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly). A continuity test was performed using a multimeter, no open pins were observed. An extended investigation was performed. Visual inspection was performed on the returned reader, no issues was observed. Reader was attempted to power on with known good strip and the reader successfully advanced to the apply blood screen. Error message was not observed upon strip insertion. Control solution test was performed and all results were satisfactory. No display message was observed during control solution testing and the test was successful. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and observed a testing strip error message, therefore customer was unable to obtain readings. As a result, customer experienced vomiting. The customer was taken to the emergency room where they received treatment of insulin (dose/type unknown) from a healthcare professional (hcp) due to a reading of 6 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and observed a testing strip error message, therefore customer was unable to obtain readings. As a result, customer experienced vomiting. The customer was taken to the emergency room where they received treatment of insulin (dose/type unknown) from a healthcare professional (hcp) due to a reading of 6 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and observed a testing strip error message, therefore customer was unable to obtain readings. As a result, customer experienced vomiting. The customer was taken to the emergency room where they received treatment of insulin (dose/type unknown) from a healthcare professional (hcp) due to a reading of 6 mmol/l. There was no report of death or permanent impairment associated with this event.